Event description:
It was reported that guide wire coating peeled off. A 300cm, 8cm v-18¿ control wire¿ was advanced to the target lesion. During procedure, the coating on the guide wire started falling off. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage and coating peeled, as part of overall visual revision. Visual inspection was performed and the device presented the ptfe coating peeled along the wire and the distal end kinked. All the outer diameters (ods) taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating peeled off. A 300cm, 8cm v-18¿ control wire¿ was advanced to the target lesion. During procedure, the coating on the guide wire started falling off. No patient complications were reported.

Manufacturer narrative:
(B)(4).